Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification and passed the displacement test, self-test, off no power test, rewind, basic occlusion test, prime test and excessive no delivery test. No unexpected low battery or off no power alarms noted. No isolation tape damage was noted on the lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display; the display goes blank on a consistent basis. The patient's blood glucose at the time of incident was 458 mg/dl. Troubleshooting was initiated but no further details were provided. The customer did not provide a pump serial number so no return material authorization was created; no products were shipped or returned.